Event description:
Shooting straight shots during procedure, during 2nd cartridge of wire, started shooting "slightly curved" constructs. No pt injury.

Manufacturer narrative:
Confirmed for straight shots. This was due to a small piece of wire being stuck in the tip which prevents the formation of acceptable constructs. This occurs when user exceeds the recommended, maximum number, of constructs to be formed for a given length of wire, as defined in the instructions for use for this product.